Manufacturer narrative:
The customer reported that the phaco handpiece had no ultrasound. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece was connected to a calibrated system. System message (sm) - [tune failed ¿ handpiece current low (open circuit)] displayed when the handpiece attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The customer reported event was confirmed through testing, which found broken wires to cause the sm [tune failed ¿ handpiece current low (open circuit)] to display during tuning. The phaco handpiece was manufactured on january 15, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no ultrasound from the handpiece. The event details and patient impact are unknown. Additional information has been requested but not received.